Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore under the front and back electrode. It was reported the back electrode sore was bleeding and the patient had sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used neosporin on the irritation and was prescribed an ointment and the patient used cream and peroxide. Follow up indicated the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open sore under the front and back electrode. It was reported the back electrode sore was bleeding and the patient had sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used neosporin on the irritation and was prescribed an ointment and the patient used cream and peroxide. Follow up indicated the irritation improved.